Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was no preparation performed prior to the damage being seen. There was no damage or evidence of tampering to device packaging. The cause of the catheter damage/break was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter was broken at the marker position. The patient was undergoing surgery for treatment of an aneurysm of the ophthalmic artery segment. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 5mm. It was reported that when the microcatheter was unpacked and ready for shaping, it was found that there was a break at the marker position and the shaping could not be done. It was noted that the catheter was ruptured (intact) at the distal section. There was no friction or difficulty during delivery. It was replaced with another product to complete the surgery. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened echelon-10 micro catheter inner pouch. Visual inspection/damage location details: the echelon-10 micro catheter was returned with rhv attached to hub. The rhv was then removed. The echelon-10 total length was measured to be ~155.7cm. The echelon-10 useable length was measured to be ~147.9cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or body. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water was exited from the distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, was unable to exit distal tip. The guidewire met resistance at flattened distal marker band. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was confirmed as the marker band was found to be damaged (deformed/crushed). Potential sources of this issue are either improper product packaging, during manufacturing or improper removal of the product from packaging by the end user. However, the cause for the damage could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.